Manufacturer narrative:
The reported events of r-wave amp variation, low lead impedance and over sensing were not confirmed by analysis. The cause of the reported event was due to over torque of the inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that external abrasion breaching the optum sheath only caused by friction to another device or patient anatomy was noted at 48.5cm-48.8cm from connector pin. The silicone insulation was not abraded in this region.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, low r-wave sensing amplitude, low pacing lead impedance, and far field p-wave oversensing were observed on the right ventricular (rv) lead. Rv lead dislodgement into the right atrium was confirmed via chest x-ray. The lead was explanted. A new lead was implanted on the right side due to venous occlusion on the left side. The patient¿s condition was stable.